Event description:
It was reported that an alarm 2 occurred involving an occlusion issue earlier in the day. The customer did not provide information about whether their blood glucose level exceeded a certain threshold, so there was no reported impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. There were no frequent or recurring occlusion issues, so no additional assistance was deemed necessary, and the case was closed by technical support.